Event description:
It was reported that there was thinning and erosion of the skin that was overlying the right deep brain stimulator lead. The patient was seen on (B)(6) 2014, the area over his right frontal wire that had drained slightly in months prior to the date of this report was healed but recently had some discharge again. There was a small area of thin skin and wound breakdown was occurring over the right lead site. No breach of skin or evidence of infection was seen. The area of skin was about a 4mm zone in the center part of the incision line. There was no irritation or inflammation along the electrode site on the right side. There was also no redness or tenderness noted. Generally everything had seemed to heal well. At the time of this report there was no drainage. It was noted that the patient was implanted for parkinson¿s disease and his implant appeared to be working as expected. Diagnostic testing and troubleshooting had included a physical examination. The issue was noted resolved and the cause was determined to be the thinning and erosion. It was felt that the skin in question was at risk of breakdown in the future and would be an escalating problem unless the skin area over the implant was revised. The action required as a result of the event which was planned but had not yet been taken was a wound washout and skin repair. The patient was willing to proceed with an elective revision of the right frontal wound site. The patient was alive with no injury. Patient symptoms had included drainage/incisional wound opening and erosion at the right side implant, lead location. It was unknown if there was a 50% or greater symptom reduction. The patient was doing well and was anticipating a surgical wound washout which was scheduled for (B)(6) 2014. The patient was receiving effective therapy. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported the patient's surgical wound washout was postponed due to a heart attack. The patient's heart attack was unrelated to the patient's therapy or wound issue and they were currently recovering from the cardiac event. The patient did have an appointment scheduled for (B)(6) 2014 to assess their status for the surgical wound washout.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the thinning skin and erosion was undetermined. The patient saw their healthcare professional (hcp) on (B)(6) 2015 and the scalp issue had been deemed healed and completely free of infectious complications. No intervention was required and the patient was receiving beneficial therapy.